Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right atrial (ra) lead exhibited high thresholds and undersensing. The right ventricular (rv) lead was noted to have a possible fracture. The ra and rv leads were not used and were replaced. No patient complications have been reported as a result of this event.